Manufacturer narrative:
The valve was patent and passed siphon testing. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. The valve did not meet the requirements for reflux and leak testing due to a tear in the top of the delta chamber. It is unknown how or when this damage occurred. The valve met all specifications for pressure-flow and preimplantation testing. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. No impact to the patient was reported. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the valve was found blocked during preimplantation testing.